Manufacturer narrative:
Information was received via medwatch report mw5061825. Concomitant medical devices: nexgen cr-flex femoral component, catalogue # 00595001702, lot # 61990920; unknown nexgen tibial component.

Event description:
It has been reported that following a total knee arthroplasty, the patient underwent an irrigation and debridement, followed by a revision of the articular surface due to infection.

Manufacturer narrative:
Concomitant medical product(s): nexgen cr-flex precoat femoral size g, right (part# 00595001702, lot# 61990920); nexgen precoat stemmed tibial plate, size 7 (part# 00598005701, lot# 62126954); nexgen all-poly patella, 35mm x 9.0mm (part# 00597206535, lot# 62126954). And found out the articular surface did not compatible with femoral component. Reported event was confirmed by review of the provided revision op notes. Revision surgery performed as septic arthritis identified in right knee after two months of primary surgery. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.